Manufacturer narrative:
The doctor replaced the filling for the patient using a different light, without further incident. To date, the patient is doing fine. A device evaluation is anticipated but has not yet begun.

Event description:
A doctor alleged that three (3) patients' fillings had cracked or fallen out after it was light cured with the demi ultra. This is the second of three (3) reports.